Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the information provided states that "during inflation the manometer needle did not move", indicating that the device was used with a non-functioning inflation device. The inaccurate pressure reading of the inflation device likely contributed to over inflation and is the most likely cause for the reported observation. In the report it also states that lubrication was not applied, and it is unknown if negative pressure was applied to the balloon prior to advancing down the endoscope accessory channel. Negative pressure and applying lubrication will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel" and to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences reported during the time period reviewed. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that the device was used with a non-functioning inflation device and lubrication was not applied, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an unknown endoscopic procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] the dilation balloon was inflated with another manufacturer's inflation syringe with integral manometer. During inflation, the manometer needle did not move. The ide; therefore, had no information on the pressure of the dilatation balloon. Probably over-inflation. Difficulty also detected when removing the balloon (no complete deflation). Patient suffered a deep and hemorrhagic laceration of the esophagus has been generated by excessive pressure (pressure could not be controlled). This required placement of three hemostatic clips to close the laceration.